Manufacturer narrative:
The returned device was determined to be operating as expected during our evaluation and nothing could be conclusively attributed to the high blood glucose event.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The parents reported that the patient's blood glucose level reach 399 mg/dl. Ketones were present and patient experienced nausea and vomiting. She was admitted into the hospital, stayed overnight for monitoring and treated with nacl and insulin. Pod was worn for 12 hours.